Event description:
Consumer called to report an incident in november. She had a hypoglycemic episode. She usually experiences low blood sugars when she changes insertion sites, but believes the meter was reading higher than she actually was. Needed to go to the ER.